Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was resolved through motion calibration. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system prompted the user to complete motion calibration at startup. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.